Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. During preparation for a stent treatment procedure within the iliac vein, the 6x120x120 epic vascular stent deployed on the table outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was reported to be fine post procedure.